Event description:
It was reported the pt ((B)(6)) was not receiving therapy from his right-side dbs lead. A diagnostic test revealed impedance issues, and it was determined that one lead contact was non-functional. X-rays were taken for further interrogation; however, no visual anomalies were observed. Effective therapy was achieved for the pt's left side via reprogramming. Follow-up on this matter found the pt has experienced a further loss of therapy. A subsequent diagnostic test revealed that the impedance issue has progressed. Recent x-rays still show no visible breaks or connection problems. Surgical intervention will be undertaken at a later date to address this issue. Additional reprogramming was conducted to provide adequate therapy relief for the pt until such time.

Manufacturer narrative:
This device is not approved for sale in the USA, but it similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.